Event description:
The patient was revised because of wear, subsidence and possible infection.

Manufacturer narrative:
Examination was not possible, as the product or x-rays were not returned. The device history records were reviewed by depuy and no manufacturing deviations or anomalies were observed. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.